Manufacturer narrative:
Investigation x- inspect returned samples analysis and findings distribution history the complaint product was purchased from reda instrumente - gmbh on 6/15/2020. Manufacturing record review manufacturing record review not applicable to this product. Incoming inspection review iqc record-20-06-16-003 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. The scissor is broken. Product receipt the complaint product (es-lngr-ce, 1) was returned. The lot number of the returned product matched the lot number reported. Visual evaluation visual examination of the complaint product revealed physical damage at the scissor joint, please see attached picture. Functional evaluation complaint product was functionally evaluated by the vendor and found not to function properly. Please see the vendor report in the attachment. Root cause while no definitive root cause could be reliably determined, the potential cause may be overload. The rivet has deformed due to the excessive load. Due to excessive pressure on the lever point, the axle has deformed and subsequently loosened. This is an indication that the instrument was handled incorrectly. Correction and/or corrective action / *preventative action activity coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. Was the complaint confirmed? Yes.

Event description:
When removing pathological lesion with the spoon forceps long, the line attached to the serrated arms of the forceps in the spiral-reinforced cannula probably broken. Follow-up response: the problem appaired during procedure. The doctor was unable to complete procedure with endosee advance. Patient was under general anesthesia. 1216677-2022-00320 spoon forceps long serrat es-lngr-ce (B)(4).

Manufacturer narrative:
Coopersurgical inc is currently investigating the reported condition.

Event description:
When removing pathological lesion with the spoon forceps long, the line attached to the serrated arms of the forceps in the spiral-reinforced cannula probably broken. Follow-up response: the problem appaired during procedure. The doctor was unable to complete procedure with endosee advance. Patient was under general anesthesia. Spoon forceps long serrat es-lngr-ce e-complaint: (B)(4).